Event description:
The customer reported that during a hepatitis assay, position e1 on the plate had a small volume of liquid. Summit sample handler, was being used. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.